Manufacturer narrative:
The investigation into this complaint has been completed. No parts were returned therefore the investigation consists of an evaluation of the logs from the ventilator and information that was received from the hospital. The patient was first connected to the ventilator on (B)(6) 2021 but the event log starts with ongoing ventilation on (B)(6) 2021 at 10:35:24. The earlier logs were overwritten due limited storage. The covered time has therefore three ventilation periods. The modes of ventilation in the logs include prvc (pressure regulated volume control (prvs), pressure support (ps), pressure support/continuous positive airway pressure (ps/CPAP) and pressure control (pc). During ventilation in prvc the alarm picture is similar. There are spread clusters of regulation pressure limited alarms, the alarm which indicates non-attaining of the set volume due to the set upper pressure limit. In other places there are alarms indicating leakage in ps/CPAP ventilation there are ¿no patient effort¿ alarms which may indicate that the patient had difficulty with spontaneous breathing. The o2 settings during the covered log were either 100% or between 21% and 23% indicates almost or only air. The o2 settings of 100% indicates the need to avert poor oxygenation either due to a patient condition or parameter settings but it is unexplainable why in between the setting is only air or almost air. Expiratory volume high alarms in the logs are preceded by alarms indicating leakage which further leads to respiratory rate (rr) high alarms. The expiratory minute volume alarms are a result of high rr alarms. There is nothing in the logs that indicate a ventilator malfunction at any time. All the alarms are common during ventilatory therapy and are in three categories. Patient related alarms of no patient effort in pressure support which may indicate the patient¿s condition of having difficulties to breathe spontaneously. Parameter settings and alarm limit settings mainly during prvc. The limitation of attaining the set volume due to the set pressure alarm limit. Varying leakage alarms in all periods. The conclusion in the matter based on evaluation of logs is that there was no ventilator malfunction. The pre use check before the start of ventilation was successful. There are no technical error codes indicating a ventilator malfunction during ventilation. The ventilator functioned correctly with the set parameters and alarm limits under the prevailing conditions and alarmed appropriately. The alarms in the logs are related to the patient, the parameter settings and alarm limits and leakage. The evaluation findings do not show that the ventilator could have contributed or caused the death as determined by the hospital. H3 other text : not received

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was connected to a patient during the postoperative period of tracheostomy and the patient suddenly suffered a cardiorespiratory arrest secondary to bilateral pneumothorax, pneumomediastinum and subcutaneous emphysema. A resuscitation was done but without success. The patient died. Manufacturer's ref.#: (B)(4).